Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that during the returned order service, it was determined that the assembly clutch was cracked. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Device evaluation: device was received and a visual inspection of the device was preformed to reveal both tamper seals are broken, the plunger lever is missing, along with missing battery and lcd spacers, top case left corner is chipped, and there is a broken size pot connector. After review of the event history log there were no alarms relating to the reported problem. A visual inspection of the drive train assembly revealed the carriage was cracked due to customer damage. The carriage was replaced and the lead screw and both clutch halves were replaced as a preventive action. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously., corrected data: health effects - health impact code is corrected. Health effects - clinical signs and symptoms or conditions code corrected.